Manufacturer narrative:
The previous balloon valvuloplasty was submitted in regulatory report # 2025587-2018-01105 product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 10 months post implant of this bioprosthetic mitral valve implanted in the pulmonary position of a (B)(6) year old patient, balloon valvuloplasty was performed. Prior to valvuloplasty, the valve had a 45 mmhg gradient, stenosis and moderate to severe valvular insufficiency. Following the valvuloplasty, there was a 15-20mmhg gradient, and no change in the insufficiency. No additional interventions were performed at that time. Ultimately, 10 years and 7 months post implant, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve due to mild-to-moderate stenosis and moderate insufficiency. No additional adverse patient effects were reported.